Event description:
A customer contacted baxter's technical service center regarding check your position alarm that appeared on the display of the patient?s homechoice machine during fill 1 of 5. The caregiver states there was air in the patient line. The technical service representative assisted the caregiver in ending therapy. The caregiver will restart with new supplies. Follow up with the nurse revealed that the patient had been doing fine and had continued therapy fine. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a sohendra handle. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.